Event description:
It was reported that siderail collapse led to a patient sustaining a minor scratch which was treated at urgent care. The customer declined to provided further details regarding the model number of the product or what had caused the alleged collapse.

Manufacturer narrative:
H3 other text : device evaluation not requested by customer.